Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) has requested the pump be returned for eval. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error code during a case. Hand cranking was used to maintain blood flow. The pump was power cycled and the case was completed without further problems. There was no report of pt injury.